Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 102 mg/dl. Customer pump shows no physical damage, not bumped or dropped and not exposed to moisture. Customer doesn't have a new aaa alkaline battery to test with the pump. Customer was advised that we will ship a replacement battery cap and insert new aaa alkaline battery as soon as possible. Customer was advised if display does not return revert to backup plan until the replacement battery cap arrives.